Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated the unit was swapped with another unit from the third party that the unit was purchased from. The unit was swapped for another unit from the third party in which the customer purchased the unit from. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan speed error. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a cooling fan speed error. The biomed informed the remote service engineer (rse) that the unit was purchased from a third party and that the hospital will not repair the unit. The biomed then stated the unit will be replaced and repaired by the third party. This investigation is ongoing.